Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing a low blood glucose(bg) level of 51 mg/dl; cause was unknown. Reportedly, the customer ate a candy bar to address the low bg. In addition, it was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Although requested, the customer did not provided what type of insulin therapy the customer would use.